Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv leaked from the blue port when attempting to the flush the IV line with ns. The following information was provided by the initial reporter: "end of pertuzumab infusion when rn programmed the pump to flush the IV line with n/s- within couple minutes she noticed leakage from the blue port above the silicon part of the line/pump segment."

Event description:
It was reported that the as lvp 20d 2ss cv leaked from the blue port when attempting to the flush the IV line with ns. The following information was provided by the initial reporter: "end of pertuzumab infusion when rn programmed the pump to flush the IV line with n/s- within couple minutes she noticed leakage from the blue port above the silicon part of the line/pump segment."

Manufacturer narrative:
H6: investigation summary: one used primary set, model 2420-0007 lot 20125969, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint of leakage from the blue port above the silicon part of the line/pump segment was verified. The expected upper half of the IV set and retainer ring for this engagement was not received. A device history record review for model 2420-0007 lot number 20125969 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Traces of chemo remained even after decontaminated, so a full investigation could not be performed and a root cause could not be determined. H3 other text : see h10.